Event description:
It was reported that patient has pain with device especially when she tries to sleep on her left side. Diagnostics and x-rays came back with no abnormalities. The patient has now been referred for exploratory surgery. No additional relevant information has been received to date. No surgical intervention has occurred to date.